Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated the skin graft mesher. Skin graft mesher was manufactured on september 21, 2015, is over 8 months old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed nicks and scratches to the mesher handle. The latching pins engage as intended. There was no apparent damage to the comb. There was significant wear to the roller gear. There was wear to the roller gear of the 1.5:1 ratio cutter. The test mesh using the customer's mesher and ratchet: failed when using the 1.5:1 ratio cutter. There was wear to the roller gear of the 2:1 ratio cutter. The test mesh using the customer's mesher and ratchet: passed when using the 2:1 ratio cutter. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged roller and gear. The service technician also oiled the ratchet. The 1.5:1 ratio cutter produced an incomplete cut and the gear, bushing and collar were replaced. The 2:1 ratio cutter produced a complete cut and the gear, bushings and collars were replaced. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. The reported event was confirmed since during the initial inspection it was noted that the test mesh failed when using the 1.5:1 ratio cutter. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection it was noted that the test mesh failed when using the 1.5:1 ratio cutter. Although with the information that was provided it cannot be determined which cutter was being used during the event. The IFU states to ¿use caution when inserting the cutter. A damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher.¿ the skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the device was making incomplete mesh during a cadaver lab. No patient involvement. No adverse events have been reported as a result of this malfunction.